Event description:
It was reported that the lead exhibited loss of capture, even at 7.5 v at 1.1 ms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.